Manufacturer narrative:
Product will not be returned. Device history record review in-process.

Manufacturer narrative:
Device not returned for evaluation. Device history record reviewed. Results of review show that probe met all specifications in effect at the time of its release.

Event description:
Prostate salvage cryo patient developed a rectal-urethral fistula. Initial occurrence reported to healthtronics employee about one month post procedure.